Event description:
The account alleged that the side rail was not latching. No pt impact.

Manufacturer narrative:
The technician found the side rail latch was dirty and filled with debris. The technician cleaned and lubricated the side rail latch to resolve the issue.